Manufacturer narrative:
Additional information -- the device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, during pre-use testing, a microsensor could not be zeroed. Another microsensor was used to complete the procedure. There was a 60 minute delay but no reports of patient harm.

Manufacturer narrative:
UDI: (B)(4). A review of manufacturing records found the device conformed to specification when released to stock.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The sample was visually inspected. There was a thick film over the sensor. The catheter material was kinked/bent 18cm from tip of catheter. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.